Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for patient samples. When repeated on another analyzer the result was lower. The following data was provided: sample ID (B)(6), initial result = 7.0 mmol/l, repeat result = 4.9 mmol/l. Sample ID (B)(6), initial result = 6.6 mmol/l, repeat result = 4.4 mmol/l. Sample ID (B)(6), initial result = 7.8 mmol/l, repeat result = 5.5 mmol/l. Sample ID (B)(6), initial result = 6.8 mmol/l, repeat result = 4.5 mmol/l. Sample ID (B)(6), initial result = 6.9 mmol/l, repeat result = 4.7 mmol/l. Customer potassium reference range: 1 day ¿ 4.3 week 3.7 ¿ 5.9 mmol/l, 4.3 week - 24 month 4.1 ¿ 5.3 mmol/l, 24 months - 14 years 3.4 ¿ 4.7 mmol/l, > 14 years 3.5 ¿ 5.1 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 12/5/2022. The complaint investigation for a falsely elevated potassium result while using alinity c ict sample diluent, lot number 77016un24, on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The customer retested the sample using the same lot of reagents and gave an acceptable result. In addition, the quality control (qc) was performing within the expected ranges. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or alinity c ict sample diluent lot number 77016un24, was identified.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for patient samples. When repeated on another analyzer the result was lower. The following data was provided: sample ID (B)(6) initial result = 7.0 mmol/l, repeat result = 4.9 mmol/l. Sample ID (B)(6) initial result = 6.6 mmol/l, repeat result = 4.4 mmol/l. Sample ID (B)(6) initial result = 7.8 mmol/l, repeat result = 5.5 mmol/l. Sample ID (B)(6) initial result = 6.8 mmol/l, repeat result = 4.5 mmol/l. Sample ID (B)(6) initial result = 6.9 mmol/l, repeat result = 4.7 mmol/l. Customer potassium reference range: 1 day ¿ 4.3 week 3.7 ¿ 5.9 mmol/l. 4.3 week - 24 month 4.1 ¿ 5.3 mmol/l. 24 months - 14 years 3.4 ¿ 4.7 mmol/l. > 14 years 3.5 ¿ 5.1 mmol/l. No impact to patient management was reported.